Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy procedure on (B)(6) 2019 and barbed suture was used. The suture broke apart from the needle during use. The case was completed with a similar device. There were no adverse patient consequences.

Manufacturer narrative:
Product complaint #(B)(4). A manufacturing record evaluation was performed for the finished device mh6473 batch number, and no non-conformances were identified. Device evaluation summary: the actual device was received for evaluation. It was received for analysis a suture piece of product code sxpp1a423, lot mh6473. During the visual inspection of the suture piece, a correct insertion mark was observed and the other extreme was cut. However, the force used to detach needle from the suture could not be determined. In addition, the needle was not return, and we are unable to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Due to that the needle was not received, and condition of suture received, it could not be determined what may have caused the reported incident. "Two sutures broke apart from the needles" additional device captured in mw 2210968-2019-89402.